Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial," by john gasdal karstensen, et al. Per the article, a single-centre, open-label, randomized controlled superiority trial was conducted using an endoscopic step-up approach in patients with pancreatic walled-off necrosis (won) larger than 15 cm. The study included 22 patients treated with the traditional double pigtail technique (dpt) and 20 patients treated with lumen-apposing metal stents (lams). Procedure-related serious adverse events were reported across both groups. The median length of hospital stay was longer in the lams group compared to the dpt group, although the difference was not statistically significant. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3 the exact event date was not reported. The event date of january 1, 2023, was chosen as best estimate based on the publication date of june 2023. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: "eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial," by john gasdal karstensen, et al. Block h6: imdrf impact code f12 captures the reportable event of serious injury/ illness/ impairment. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Manufacturer narrative:
Corrected field: block h6 was corrected with codes missing from previous report. Block b3 the exact event date was not reported. The event date of january 1, 2023, was chosen as best estimate based on the publication date of june 2023. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: "eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial," by john gasdal karstensen, et al. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f12 captures the reportable event of serious injury/ illness/ impairment. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial," by john gasdal karstensen, et al. Per the article, a single-centre, open-label, randomized controlled superiority trial was conducted using an endoscopic step-up approach in patients with pancreatic walled-off necrosis (won) larger than 15 cm. The study included 22 patients treated with the traditional double pigtail technique (dpt) and 20 patients treated with lumen-apposing metal stents (lams). Procedure-related serious adverse events were reported across both groups. The median length of hospital stay was longer in the lams group compared to the dpt group, although the difference was not statistically significant.